Event description:
"Customer alleges the lynx l-3r he bought from spin life is very unstable. Customer states when he is riding the scooter it will start to tip over at times. Customer also states that when the scooter goes over an uneven surface even if the surface is only uneven by a fourth of an inch it will shut off. Customer alleges this has been happening since he got the device in (B)(6) 2012 and within the last week it has gotten much worse."